Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Event description:
Customer reported that she experienced low blood glucose. Customer stated that the threshold suspend on the insulin pump is set up at 70 mg/dl but customer was at 42 mg/dl and the insulin pump did not shut off; sensor glucose was 62 mg/dl. Customer stated she almost went to the hospital. Last blood glucose was 58 mg/dl; she treated and went up to 331 mg/dl. Nothing further reported.